Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged from not being impacted to 401 mg/dl, which was addressed with an injection. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy.